Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the past 6-7 days prior to the report, around (B)(6), the stim was not feeling like it should. The patient started adjusting programs and does not recall what they were originally at. The program was set to 2.0 and she felt stim strongly right above the tailbone. When stim was decreased to 1.8, the patient couldn't tell if stim was less or not. The patient was going to turn stim off, decrease to 0, and then slowly increase. No further complications were reported. 2020-04-28 patltr (con): additional information received from the patient indicated that they had a operation on (B)(6) 2020, and as it healed, they felt like the stimulation was too high. The patient added that they tried to adjust the stimulation, but it made the issue worse. The patient noted that as soon as covid-19 restrictions are lifted, they will see a manufacturing representative for a reset. No further complications were reported or anticipated.